Event description:
It was reported that the device illuminated the service indication and logged event codes in the memory. Physio-control evaluated the device and found that it would only provide a defibrillation shock for 15j setting or below. The device was failed to charge and deliver defibrillation for higher energy levels. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control determined the cause for the malfunction to be failure of the therapy pcb assembly. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.